Event description:
The customer reported to maquet that a spring arm broke during cleaning, before a surgery. No injuries were reported. Factory reference number: (B)(4).

Manufacturer narrative:
A maquet field service technician evaluated the device and found a broken spring arm. He replaced the damaged spring arm with a new one and returned the device to service. Maquet is not in charge of maintenance of this device. This malfunction was previously addressed in the u.s. Through the device correction.